Event description:
It was reported there was an issue with the device during the procedure. The patient was prepped in the usual manner, positioned, ground pad applied, and system check completed. The hand piece was inserted in patient, and an error occurred. The system was turned off and on, and ground pad checked. A second hand piece was tried and it had the same problems. The procedure was not performed on the patient. No patient injury was noted.

Manufacturer narrative:
Hand piece: model: 8929, lot# unknown (B)(4). Analysis of the hand piece (model# 8929, lot# 77193) found high impedance and loose or misaligned connector pins on connector board p1. Numerous lesions were attempted but were aborted automatically due to a "left needle high impedance error (hardware error#16)." Visual inspection found that the #3 pin (left needle rf) was bent over and touching the #2 pin (right needle rf) resulting in errors. The issue likely occurred at point of use.